Manufacturer narrative:
This lead remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the patient had only one suitable vein for left ventricular (lv) lead implantation. The first lv lead was placed, but the pacing impedance measurements were high, out-of-range at 3,000 ohms in all pacing configurations. The physician suspected an issue with the lead and this lead was provided. When the first lead was removed from the patient, the lead tip appeared to be bent. This second lead tried exhibited the same high, out-of-range 3,000 ohms pacing impedance measurements and it was then considered that the target vein was the cause of the impedance issues. The lead was implanted as there were no other vessel options for this patient; the best pacing configuration had a threshold measurement of 2.2v@2.0ms. Post-implant, it was noted the patient's qrs had improved from 166ms to 100ms already and the physician believed the patient would respond well with resynchronization therapy so the suboptimal lv lead values were accepted. No adverse patient effects were reported.